Event description:
It was reported that during a bypass procedure listing approx 3 hrs a monolyth oxygenator performed satisfactorily. The pt was given protamine and taken off bypass. Approx 45 minutes later due to pt complications the pt was given heparin and placed back on bypass using the same monolyth oxygenator. The pt was left warm. The partial pressure of oxygen reading was 38 mm hg and carbon dioxide was 46 mm hg. This condition remained for the next 30 minutes, to the end of the procedure. Later that day the pt expired due to arithmias.